Event description:
Initial aaa repair was conducted in 2005 using one main body graft and two iliac leg grafts. In 2007, a CT scan revealed an apparent type iii endoleak at the overlap of the ipsilateral limb. The same month procedure, initial angio runs confirm the blushing of contract at the overlap on the right ipsilateral iliac limb. No leak on the left overlap. Another iliac leg graft was then placed at the overlap of the ipsilateral limb and the blushing was gone.

Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by an inadequate seal between the leg and the main body grafts due to anatomical changes over time.